Event description:
Event description guidant received information that this pacemaker had stored numerous ventricular tachycardia (vt) episodes due to noise, which could be reproduced with pocket manipulation and isometrics. No adverse patient effects were observed and normal pacing threshold and impedance measurements remained stable. Five months later, guidant received information that vt episodes were still being stored due to noise, and these are reproducible with pocket manipulation and isometrics. Pacing inhibition is now observed during these episodes and it was recommended that the ventricular lead integrity be evaluated at the device replacement procedure. The device was explanted for normal battery depletion, and this ventricular lead was surgically abandoned and replaced with a competitor's model.